Event description:
It was reported that during the implantation attempt of the right ventricular lead the "electrical numbers" were mediocre. The physician attempted to reposition the lead but the helix failed to extend. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.